Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that item 158115115/lot 8244470 has expired, 31/12/2020 on the package, although the exp date in the system is 16/08/2022.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not received for analysis. The allegation was not confirmed. Distribution records of the device stablished delivery date on 02/02/16 and expiration of the device was on 12/31/2020. Which confirmed, that device was not distributed as expired. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.